Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it did not power up. Therefore, the reported condition was confirmed. It was further determined that the device showed signs of tampering as the void warranty stickers were broken and the screws were not property of anspach. The assignable root cause was determined to due to component damage caused by misuse / abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the console device was not turning on. It was not reported if the device was used in surgery. There were no delays in a scheduled surgical procedure reported. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly